Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the patient had high blood glucose. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she changed her site yesterday and had a few high blood glucose levels, over 300mg/dl and treated with the pump. First high blood glucose happened at school, and it did not come down right away, eventually came down and then another unexpected high after dinner, after showering. Blood glucose was over 600mg/dl, and treated with the pump after replacing the site. Again it was high and did not respond to correction with the pump, hence contacted doctor and corrected with syringe. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.